Event description:
The customer reported via phone call that the insulin pump alarmed button error while she tried to give herself a bolus. The insulin pump had a blank screen when the insulin pump alarmed button error. Customer's blood glucose level was 367 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin powered up properly. No blank screen noted. All operating currents are within specification. The insulin pump passed self-test and displacement test. No button error alarm noted. The insulin pump had an intermittent esc and act buttons due to corroded keypad traces. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.